Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller (B)(6) was unable to be confirmed. Photos were not submitted and the unit was not returned for testing. The submitted log files revealed that the driveline was disconnected on 11jul2025, 7:19:07 per timestamp, consistent with the reported attempt by the patient to exchange to controller. The driveline was reconnected by 11jul2025, 7:22:33. The pump ramps up to speed by 7:22:37. There were no other notable alarms active throughout the reported event date. Mechanical circulatory support system equipment appeared to function as intended throughout the log file. Per provided information the root cause of the fluid ingress was the user accidentally dropping their controller in the toilet; however, since the reported event was not confirmed a root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no adverse patient impact.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic after they accidentally dropped their primary system controller into the toilet. The patient panicked and tried to put themself on the backup controller without success (per the patient). Upon interrogation, it was noted that the driveline was disconnected for 3 minutes, but then the alarms resolved. Then it said that the pump was off for 3 seconds at 07:22:33. The patient was hooked up to their backup controller and it looked like the patient had it hooked up correctly for a short time but then disconnected it. The patient was given a new primary controller and denied complaints. Log files were sent for review. The event log captured the driveline disconnect event on 11jul2025 at 07:19. The driveline showed disconnected for about 3 minutes and 26 seconds, and then the driveline was reconnected.